Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under her breasts on (B)(6) 2015. She reported it was hurting but not bleeding. There was no alleged device malfunction. The patient discussed the irritation with her doctor who prescribed her a medication for the irritation. During a follow-up on (B)(6) 2015, it was reported that the irritation had healed after using the prescribed ointment.